Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h4, h6, h7, and h9. The device was not returned to olympus for inspection, and the reported failure was confirmed through the photos provided by the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic endoscopic retrograde cholangiopancreatography with balloon dilatation and stent placement procedure for additional stent placement, the patient, who already had two uncovered wallstents in place, underwent a new stent deployment. The distal cover broke during the procedure. The broken cover became lodged inside the newly deployed wallstent. The physician was able to retrieve the broken cover after several attempts using a rat tooth grasper. No patient harm was reported, and the procedure was completed.